Event description:
It was reported that during a prostate procedure, clips would not advance. The 1st clips were released and then the device blocked. Another device with a different lot number was used with no issue to end the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged antiback up. Eval summary: the analysis results for the mcl20 instrument (a) confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the anti-back up lever was found disengaged, therefore, not allowing the proper feeding of the clips into the jaws. The analysis results for the mcl20 instrument (b) confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the anti-back up lever was found disengaged, therefore, not allowing the proper feeding of the clips into the jaws. The analysis results for the mcl20 instrument (c) confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips, and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the anti-backup lever was found disengaged, therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.